Event description:
It was reported that an asymptomatic patient presented in the operation for a scheduled device change-out procedure. During procedure, it was noted that the atrial lead exhibited p-wave amplitude variation. Fluoroscopy was performed and lead dislodgement was confirmed. Lead repositioning was attempted but was not successful because the stylet could not be advanced. Insulation damage was also noted near the suture on the lead body. The lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.